Event description:
It was reported that this right atrial (ra) lead exhibited occasional spikes in the pacing impedances from 500 ohms to 1200-1400 ohms. Intermittent capture was also observed and there were occasional increases in the pacing thresholds. This ra leads remains in service. No adverse patient effects were reported. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).